Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not powered up at the preparation for use. The biomedical engineer of the facility tried to change the ac power cord and use directly the power supply point, but it did not work. The procedure was completed using another system. At the incoming inspection for the repair, olympus singapore totally checked the subject device and identified the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus singapore, omsc surmised there was the possibility this phenomenon was attributed to the power supply board failure and/or the video signal processing board failure of the subject device due to the aging deterioration because it have been passed more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.